Manufacturer narrative:
The hill-rom technician evaluated the bed and found no malfunction. Per the hill-rom service manual it is necessary for the excel care® bariatric bed to have an effective maintenance program. We recommend that you do annual preventive maintenance. Preventative maintenance will minimize downtime due to excessive wear. Examine each side rail and its latch mechanism for physical damage. Make sure the side rails are not bent or twisted. Fully raise each side rail. Make sure the side rail locks correctly and a click is heard to show the side rail is correctly locked in position. Examine the cable routing for pinches, binds, or physical damage. Repair or replace as necessary. The nurse stated that she had gone into the room to check on the patient and noticed that the patients IV had come loose. She stated she went to the bed to lower the right head side rail and thought that the rail rotated down, as this is what she was used to, and when she pulled the release handle the side rail folded outward and struck her right arm at the wrist. The nurse suffered a right radial fracture and was placed in a cast for 3 weeks. No surgery was required. Based on this information, no further action is required.

Event description:
Hill-rom received a report from the account stating a nurse broke her arm when a side rail fell on her. The bed was located at the facility. This report was filed in our complaint handling system as (B)(4).